Event description:
Patient with pertrochanteric reversed fracture of the right hip was implanted with a pfna nail on (B)(6) /2012 with good post op result. 10 days later she came back to the hospital with great pain (no fall). X-ray showed that the nail was broken through the distal locking hole. The patient was returned to the operating room for removal and revision to a long nail with larger diameter.

Manufacturer narrative:
Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.